Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to the acetabular shell protruding into the patient's acetabulum. Intra-operatively, pseudotumor was noted. Surgeon reported this was likely due to impingement of the mdm liner on the stem, which was slightly notched. The shell, mdm liner, adm insert, and ceramic head were revised to a competitor shell and liner with another stryker head and sleeve. Rep confirmed there are no allegations against the revised head or poly insert, and that no further information will be released by the hospital or surgeon.